Manufacturer narrative:
Initial evaluation of the returned generator and remote control confirmed a failure of the 'start/stop" button to initiate or stop ablation when pressed. We are in the process of further evaluation to determine a root cause for this failure. A followup report will be submitted when our investigation has been completed.

Event description:
It was reported at the end of an ablation procedure, the rn mistakenly hit the remote control 'start/stop" button twice in rapid succession which caused the system to freeze. The user was unable to stop rf using the remote control or the 'start/stop" button on the t14 generator itself. The rf delivery stopped on its own about 20 seconds later. There were no patient complications. Following the case, a new extender module was installed to avoid use of the remote control but it was noted that the controls on the remote and generator no longer functioned properly. The user could not adjust time, power, impedance, temperature, td, or pid and the 'set up test" and "clear" buttons would not function. Adjusting one function using the arrow keys, would adjust another parameter instead. Additionally, when trying to adjust remove functions, the cool point pump started twice without ablation being initiated.